Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information received that the system was tested with non-invasive programmed stimulation (nips). The results were high but not out-of-range. Ts discussed the normal range for shock lead impedance measurements. The system still remains in service. No adverse patient effects were reported.

Manufacturer narrative:
---

Event description:
Additional information was received that the physician planned to continue to monitor the patient. There are no plans for further testing. No adverse patient effects were reported.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited out of range shock impedance measurements greater than 125 ohms. Boston scientific technical services (ts) discussed troubleshooting and recommended testing system integrity. The lead remains in-service. No adverse patient effects were reported.

Event description:
Additional information was received indicating that this right ventricular (rv) lead and implantable cardioverter defibrillator (ICD) exhibited a high, out of range shock impedance measurement. Information from the boston scientific field representative indicates that since defibrillation threshold (dft) testing had been previously performed and no issues were noted, the patient and system will continue to be monitored. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information received indicated that a revision procedure was performed due to the high shock impedance measurements. It was reported the physician did not want to continue performing defibrillation threshold (dft) testing to verify the system operation. There was no indication of any lead damage on fluoroscopy. The rv lead was surgically abandoned and replaced. The device was also explanted for normal battery depletion (nbd).